Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two proglide devices after an interventional prostate artery embolization procedure with a 6fr sheath. Reportedly, the first proglide device had resistance when opening the lever. During deployment a cuff miss [suture retrieval issue] occurred, and then there was resistance closing the lever. Upon removal of the second proglide device the footplate was noted to be partially opened. There was no resistance during device removal and no tissue damage. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The lever retraction was verified via manually opening and closing the lever with no resistance as reported. The lever was closed, and the foot retracted back into the guide; therefore the reported difficulty with the lever was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy (tissue) or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.